Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had foreign matter. The following information was provided by the initial reporter: hospital pharmacy plastipak 3ml ll syringe. 2 affected items. Expiry 31.07.2026 lot 1208396. Liquid inside the syringe on the black plunger 309658. Through symbian or ch2. (B)(4). Sales enquiry.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two samples and five photos of the 3ml eurographic syringe (part number 309658) from batch 1208396 were evaluated. Both samples showed visible silicone on the stopper, but it was not pooling or stringing and is considered acceptable. The photos confirmed this condition, showing one loose syringe with visible but not excessive silicone. The observed condition meets product specifications. While the silicone application process is designed to ensure even distribution inside the syringe barrel, in this case, a slight aggregation on the stopper or barrel roof created a more noticeable appearance. Silicone has been safely used in this application for over 25 years, with more than (B)(4) units distributed and no known reports of adverse clinical effects from unintentional silicone delivery. Furthermore, a device history record review was completed for provided lot number 1208396. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.